Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that during an admission for pneumonia, the patient was found to have an ldh of 769, elevated from baseline of 300. The log file captured periods of pulsatility index (pi) events on (B)(6) 2022 and the pump power was slightly elevated over the course of the log but in less than 1w increments. The patient was assessed for hemolysis and a echo ramp was done. A thrombus was suspected but not confirmed within the device. The patient was put on bivalirudin.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that during an admission for pneumonia, the patient was found to have an ldh of 769, elevated from baseline of 300. The log file captured periods of pulsatility index (pi) events on (B)(6) 2022 and the pump power was slightly elevated over the course of the log but in less than 1w increments. The patient was assessed for hemolysis and a echo ramp was done. A thrombus was suspected but not confirmed within the device. The patient was put on bivalirudin.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported suspected thrombus, elevated ldh, and pneumonia, as well as a direct correlation to the heartmate ii lvas, serial number (B)(6) could not be conclusively established through this evaluation. The submitted log file contained data from (B)(6) 2022 at 00:23:28 until (B)(6) 2022 at 12:32:04. Over the course of the log file, pump power was noted to increase slightly from the 4.9-5.5w range to the 5.7-6.2w range, with a corresponding elevation in the flow estimation. No atypical alarms were captured, and the pump appeared to be operating as intended. A specific cause for the change in pump parameters could not be conclusively determined through this evaluation. The customer reported that the patient was treated with bivalirudin. The patient remains ongoing on vad support and no further issues have been reported. The relevant sections of the device history record for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ("introduction") lists potential adverse events that may be associated with the use of the hmii lvas, including thrombus, hemolysis, and infection. This section also addresses all pump parameters including pump speed, power, flow, and pulsatility index (pi). In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Section 6, (¿patient care and management¿), provides information regarding anticoagulation, including the recommended international normalized ratio (inr) values. This section lists potential late postimplant complications that may be associated with the use of the hm3 lvas, including infection. This section also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported suspected thrombus, hemolysis, gastrointestinal (gi) bleeding, and pneumonia, as well as a direct correlation to the heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established through this evaluation. The device was not returned for evaluation. The relevant sections of the device history record for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The hmii lvas instructions for use (IFU), is currently available. Section 1 of the IFU, ("introduction") lists potential adverse events that may be associated with the use of the hmii lvas, including thrombus, hemolysis, bleeding, and infection. This section also addresses all pump parameters including pump speed, power, flow, and pulsatility index (pi). In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Section 6 entitled ¿patient care and management¿ outlines indications of pump thrombosis, as well as how to respond to such events. This section lists potential late postimplant complications that may be associated with the use of the hm3 lvas, including infection. This section also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The heartmate ii lvas patient handbook is also currently available. The patient handbook contains care instructions for preventing infection which are outlined in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient was admitted on (B)(6) 2022 with hemolysis and was placed on bivalirudin. The patient developed a gastrointestinal (gi) bleed while admitted on (B)(6) 2022. The patient was made comfort measures only (cmo) and expired on (B)(6) 2022.